Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, clogged in the inlet line proximal filter was observed. The device's inlet line proximal filter was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board, blower assembly, vanity cover and internal battery door were replaced, and the technician performed final test, battery checking, valve checking, a test run, cleaning and software version was checked, which was not related to the malfunction/issue.